Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patients peri-operative report only. We have contacted the initial reporter to request information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient was implanted with a bard flat mesh during a total hysterectomy abdominal colpopexy, culdoplasty, birch procedure, and paravaginal repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.